Event description:
Healthcare professional reported a lap-band system was explanted due to "device leak, complication of device." Healthcare professional reported that the event was first noticed when patient had less fluid "over the last 3 consecutive office visits when aspirating saline."

Manufacturer narrative:
Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product however the device has not been identified nor has the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."